Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the charger has stopped working - the controller will not charge for the past 2 days. Pt stated they noticed when they picked it up to use it 2 days ago and it was unresponsive. Pt verified they were not charging the implant (ins) at the same time. Pt removed the lithium battery pack and plugged the controller into ac power, the controller did respond. Pt put the li battery back in and reported the green light is flashing. Pt is not able to connect to the ins because the ins battery is depleted. Pt did try to connect the recharger (rtm) cord and the screen showed that the controller battery needs to be charged. Pt stated the controller has been plugged in for 48 hours and there was no green flashing light. Pt reconnected ac power cord and pt verified the green light is not flashing but there is a green light on the ac power plug. The issue was not resolved. The patient was sent out a replacement recharger (rtm) and controller. No symptoms were reported. Additional information was reported from the patient. They called stated they received the controller and recharger (rtm) but are still not able to charge their implant. Patient stated the controller was plugged into the outlet all weekend. Patient services (pss) assisted patient with resetting the controller and controller showed empty, recharger controller, after several steps of troubleshooting the controller showed fully charged and green light flashing. Patient started charging the ins, and controller showed 100% charged, ins empty in red but will not stay on excellent, or good quality. Pss asked if patient had falls or trauma and patient said not since they got the device but they fall a lot and the ins moves in their body since 2yrs ago since they got the implant. Patient stated the controller screen is showing replace the controller batteries and patient said they don't trust the battery pack and if it can be replaced. Pss reviewed how device function and if the ins is moving inside the body it could affect how ins is connecting to the implant. The patient was sent out a replacement battery pack. The patient was also redirected to their healthcare provider (hcp) if the issue does not resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.